Manufacturer narrative:
Sensor performed continuity resistance test and sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of lost sensor alarm. The customer stated that the pump went into threshold suspend. The customer stated that the pump was showing 40 mg/dl while blood glucose was 225 mg/dl. The customer stated that the pump was not communicating with the transmitter. The customer stated that the radio frequency communication was not established. The customer stated that the sensor is slightly bent. The customer will be sent replacement sensors.